Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (line through display) issue. It was reported that there was a line through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings:during investigation, the pump was powered up to a green line through the display. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad, with moisture corrosion and a leak. The pump cover was removed to find no further evidence of moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.